Event description:
It was reported that the drive support cap is protruded. The customer's blood glucose reading is 124 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose support disk. The insulin pump had a missing end cap sticker.